Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's pulse generator exhibited battery depletion. The device was explanted and replaced. No further information was available.

Event description:
New information received notes that the patient was discharged in apparent good status.